Event description:
Physician reports MRI showed rupture of the left implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified device to be underweight and an extended opening on the posterior. A visual and microscopic analysis was performed which identified a sharp opening on the posterior. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on the posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture of the left implant.

Event description:
Physician reports MRI showed rupture of the left implant. Device has been explanted.